Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2019, UDI#: (b)(64. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 250 mcg/ml at 97 mcg/day and fentanyl 400 mcg /ml at 155 mcg/day via an implantable pump. On (B)(6) 2020 a non-patent catheter was reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a catheter dye study (B)(6) 2020. The actions and interventions taken to resolve the issue was a catheter replacement was scheduled. Surgical intervention did not occur but was planned but not scheduled. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.